Event description:
It was reported that the device came in for repair with a reported fault of missed in pm sweep. The unit requires a new syringe sizing sensor as per the current p2 syringe sizer recall as well as a software upgrade. Physical inspection found the rear case, front case and module latch cracked. P1 inspections found the right iui corroded and a dim segment on the display. There was no patient involvement.

Manufacturer narrative:
Omit : a0902 - display or visual feedback problem (1184). Additional information : reason code for no evaluation - if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. Please note that the suspect device was not returned for investigation; however, three (3) photos were provided of a syringe module device with a lifted keypad along the left side. The customer¿s report that the syringe pump had keypad lifting was confirmed through the provided photos. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : customer provided sample photo only. No device was returned.

Manufacturer narrative:
Initial reporter addr 2 : (B)(6). Report source other : gcs technical connectivity support engineer a follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device came in for repair with a reported fault of missed in pm sweep. The unit requires a new syringe sizing sensor as per the current p2 syringe sizer recall as well as a software upgrade. Physical inspection found the rear case, front case and module latch cracked. P1 inspections found the right iui corroded and a dim segment on the display. There was no patient involvement.